Manufacturer narrative:
Based upon the investigation findings, the reported event is confirmed based on clinical assessment of medical records and imaging studies. The devices remain implanted in the patient. Suboptimal medical documentation and imaging studies were available for this review. Product appropriateness and patient candidacy could not be fully assessed due to the lack of a pre-implant CT scan; however, the reported measurements indicated appropriate product use. The patient's use of antiplatelet therapy might have contributed to this complaint due to the increased risk of bleeding complications. There was evidence to support the type iii-b endoleak sixty-three months post-implant. The successful secondary procedure was confirmed. The patient's hospital course was complicated by cholecystitis and positive blood cultures prior to the secondary evar procedure. The patient was discharged home on antiplatelet therapy on the tenth post-operative day. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history shows there was one other unit from this lot that has been involved in a similar complaint at this time (2031527-2014-00102). The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. The product fmeas have been reviewed and confirmed that the risk of a type iii endoleak has been accurately captured. The product labeling has been reviewed and confirmed that the reported event is adequately described in the existing labeling. Based upon the investigation findings, a root cause could not be determined with available information.

Event description:
It was reported that approximately 63 months post implant of a bifurcated device and an infrarenal aortic the patient came emergently and imaging performed revealed an endoleak apparently coming from the area of the bifurcation. The physician elected to reline the stent graft with an additional bifurcated device. The final angiogram showed the endoleak had resolved. The patient tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.